Manufacturer narrative:
(B)(4) at this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator alarmed "transducer fault". The customer has ordered main printed circuit board assembly (pcba) and upon receipt of the replacement component, the evaluation and repair will be completed. The customer reported that there was no patient involvement.